Event description:
The cath lab injector was leaning due to a crack in the joint. The tech moved the injector head and separation occurred on the suspension arm at the joint between the bracket and the arm.